Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.  These surgical procedures are associated with numerous risks.  Do not turn on the vad in air as this may damage the pump. Do not use a vad that was turned on without total submersion in fluid during the pre-implant test and prior to implantation: the vad must be completely submerged in fluid before being turned on.    The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that while in the operating room (or) for rvad implantation, the pump, passed the wet test as intended although the site ran the test for 5 minutes. The site was reminded that the time frame for the priming is only 1 minute. The pump was implanted without issue in the right ventricle (rv) diaphragmatic surface and tricuspid valve (tv) leaflets were excised. It was stated that the pump was started up at 1800rpm and after 1 minute on support, there was a high watt alarm (9.4l / 1418 rpm / 19.1 w) which resolved after 9 seconds (5.0 l / 2380 rpm / 4.5 w). Then 45 seconds later, there was another high watt alarm (11.7 l / 1311 rpm / 39.8 w) and then a vad stopped alarm (32.8 l / 724 rpm / 58.4 w). The site stopped the pump as it was shaking in the patient's chest. The pump was removed from the rv and the cavity was examined and it was noted that there were no thrombus or trabeculae seen. Per the site, no thrombus was noted on tee prior to the start of the case and no thrombus/tissue was noted in the pump either. A new pump was taken off the shelf for prepping and this pump passed the wet test and was implanted. The outflow graph (ofg) from pump #1 was removed, examined, and attached to pump #2. Approx. 10 sec after pump startup, it began to alarm high watts and it was noted to be shaking in the chest and the pump was stopped. The site called to report this to the manufacturer representative and they were asked to try starting the pump up again using the back-up controller to rule out any chance that it was a controller or electrical connection issue. The manufacturer representative had them check to make sure that their bypass cannula placement wasn't near the inflow and in any way potentially getting air into the pump at start up. They made sure the heart was full and no air was seen, again, high watts with pump start up. The pump was removed from the rv and no tissue or thrombus was noted in it. The surgeon closed the rv with gortex and cored the right atrium (ra) for placement. The site put pump #2 through a second wet test in which it passed. They flushed the pump with a bulb syringe and no resistance noted and nothing came out. The pump was then implanted into the ra. After a couple minutes, it alarmed high watts again. The pump was stopped and removed from the ra. A third wet test was performed on this pump. The site at this point sent the manufacturer representative a video of the wet test which showed, a not optimal setting for a wet test as the pump was held just barely below the surface of the bloody solution. Again, the pump passed the wet test without issue; although they did report that the startup of the pump during the wet tests seemed a bit more "aggressive" than other wet tests. The pump was again implanted into the ra and started up with no high watts, but the surgeon didn't feel like the pump was running well. At 1800rpm, the watts were 1-1.5 and he felt that the ofg was not filling completely. The pump was removed again and a fourth wet test was done. It passed and was re-implanted. This time the pump ran with no issues. No additional information available.

Manufacturer narrative:
The pump passed the initial wet test, although it was primed longer than the recommended time. After implantation, the patient began to receive high watt alarms. The implanting physician noted the pump was shaking, so it was removed from the patient. Diagnostic and visual testing did not reveal a thrombus. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the alarms tab of the monitor which confirmed high watt, low flow, and vad stopped alarms. Analysis of the device revealed that the pump met specifications; the pump passed visual inspection, dimensional verification, and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Considering that the returned device passed functional examination, the shaking of the pump, high watts, and vad stop alarms are likely due to a dynamic imbalance of the impeller as a result of improper de-airing of the pump during implant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.